Event description:
It was reported that the user stated the ilet did not alert for an impending low glucose when their glucose dropped rapidly, and support confirmed the user received an urgent low alert and experienced a sensor error that likely contributed to a sudden reading change; the event included a documented low of 56 mg/dl lasting about 45 minutes and the user used oral glucose to treat. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included transient functional limitation without hospitalization or professional medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed rapid onset of hypoglycemia concurrent with a sensor error and proper delivery of urgent low alerts, with no device malfunction identified. It was concluded that the event was hypoglycemia with cause unclear and that the device operated as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.